Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and calibrations for the gib and ffb pcb were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.